Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device was found to be widened at the superior vena cava coil but it is unknown what the specific anomaly was.

Event description:
It was reported that the patient presented for a normal pulse generator change procedure. Prior to the procedure, fluoroscopy examination was performed and the right ventricular lead was found to be widened near the superior vena cava (svc) coil. The physician was comfortable with the electrical testing of the lead and absence of therapies in the patient's history, and elected not to replace the lead. There were no reported adverse consequences to the patient.